Manufacturer narrative:
Corrected information was provided in e1 (initial reporter title), d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in d4 serial number. Corrected information has been provided in h3 device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was most likely use related due to the nursing staff started heparin too soon and patient act was greater than 200.

Manufacturer narrative:
D4: corrected UDI

Manufacturer narrative:
D9 device was returned and date was added. E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation was updated accordingly based on device being received. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 71-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), a hematoma was noted to the impella site. The activated clotting time (act) was greater than 200. Manual pressure was applied, which resolved the hematoma. It was reported that systemic heparin was started too early based on protocol. The following day, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.7l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.